Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date was ruled out as a potential cause. However, non-compliance to the IFU was identified as the receiver site was closed using dermabond. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the surgical site was closed with dermabond instead of sutures (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported bleeding from their receiver site. The patient was advised to contact the implanting clinician for further evaluation. That same day, the patient was seen by the implanting clinician who cleaned the receiver site, administered lidocaine with epinephrine to control the bleeding, and applied staples to the incision. As of (B)(6) 2025, the patient is feeling well. The patient attended their post-op appointment on (B)(6) 2025. The staples were removed and therapy was started.